Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not reach the temperature. There was no patient involvement, no harm/adverse event reported

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation in good condition. Visual inspection and functional testing performed. The customer's reported problem was duplicated. The root cause was the defective thermistor. The thermistor was renewed to correct the issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.